Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report # (B)(4). We received no sample and no batch information. The complaint is filed for statistical purpose. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. The product design is being updated to increase the force required to open the catheter connector under change control: (B)(4).

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4): catheter detached.